Event description:
A breast biopsy with subsequent marker placement was being performed. The gel mark was taken out of the package and appeared distorted. The radiologist decided to use it anyway, and could not deploy all the pellet. Another gel marker was used instead. There was no patient adverse effect. Returned device was examined and tip had been sheared off.